Event description:
No additional information received.

Manufacturer narrative:
Investigation summary attached: one sample and photos received by our quality team for investigation. Through visual inspection, foreign matter can be observed within the fluid path inside the syringe. The lubricant is identified as silicone. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for excess silicone can occur due to a failure in the sprayer that doses the silicone inside the barrels. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd plastipak¿ luer-lok¿ syringe plunger during use. The following information was provided by the initial reporter, translated from portuguese: "during the puncture of the patient's fully implanted catheter, the presence of a foreign particle stuck to the plunger was observed in the syringe described above, making it impossible to use. A new syringe was immediately requested to complete the procedure on the patient."